Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, above the normal reference range, for one pt involving access 2 immunoassay system. This is report number one of two. The elevated result did not correlate with the pt's clinical condition. The elevated result was released out of the lab and questioned by the physician. The pt's sample was retested and produced a result that was consistent with the pt's clinical presentation. The amended report was generated and released. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008. The sample was collected in lithium heparin tube with gel separator and centrifuged at 5,100 rpm (rotations per minute) for 5 minutes. The plasma sample appeared slightly icteric. Quality control was within specifications prior to and after the event. A system check, performed on (B)(6) 2008, passed within specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events. This medwatch report is related to MDR: 2122870-2011-03487.